Event description:
Hashimoto's, debilitating fatigue, migraines, constant sinus infections, extreme hair loss, uncontrollable weight gain, memory loss, trouble concentrating, finding right words, brain fog, extreme joint pain, muscle weakness, days of not being able to get out of bed, vision and hearing distorted, hormones out of control, digestive problems, low grade fevers.